Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator uim is not working. Problem observed during setup. The ventilator is cycling but screen is flickering.